Event description:
Clinic notes were received and state that patient continues to have breakthrough seizures while on multiple anteriorelliptic drugs. Vns was interrogated and increased output current to 2.25ma. His battery was low 8-25%. Patient was recommended to neurosurgery for vns battery replacement. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the vns has improved his seizures and quality of life, and that the device is near end of battery life and requires replacement to avoid any interruption in therapy and an increase in seizure activity. The physician wishes to expedite replacement of the vns to avoid interruption of therapy once the battery does completely deplete. It is clear that the patient is no experiencing a current increase in seizures but could if vns were to deplete completely.